Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of noise was observed from a remote transmission. Patient was asymptomatic. Patient will be scheduled to come into the clinic for programming changes.